Manufacturer narrative:
The device was received for evaluation. During functional testing, the downstream occlusion alarm did not occur above the range published in the service manual. The device was tested for downstream occlusion detection and it passed. There is evidence of 'downstream occlusion!' In the event history log. The event did not appear on the reported event date as no events occurred on that date but was seen two months prior in the log. However, downstream occlusion detection testing failures cannot be determined through the history log. A service history review was performed and revealed that the device has no previous service events; therefore, servicing did not cause or contribute to the reported event. The reported condition was verified. The cause of the condition was determined to be the downstream tubing guide foam was misaligned causing the sensor to rest on the foam instead of resting on the shim plate. The downstream tubing guide will be replaced to correct the reported problem. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum iq infusion pump downstream occlusion alarm occurred above range published in the service manual at 29 psi (pounds per square inch) during testing in the biomedical service department. There was no patient involvement. No additional information is available.